Event description:
Following a diagnostic procedure, a physician attempted to place an angio-seal device. Upon pulling the device upwards to deploy, the entire device was withdrawn from the pt with the anchor perpendicular to the sheath (as would be expected). Manual pressure was applied, and a small hematoma superior to the cath site was noted. The pt was transferred to surgical ICU in preparation for surgery the next morning. Later, the nurse noted a large hematoma on the pt's right thigh. Again, manual pressure was held. A surgeon was called to the exam area and a decision was made to proceed with the CABG and repair the hematoma in the right femoral artery. The pre and post-operative diagnosis was left main coronary stenosis and unstable angina, and false aneurysm of the right common femoral artery. The pt was taken to surgery, where bypass and vein graft surgery were performed. At the conclusion of the CABG, the surgeon proceeded to surgically repair the arterial access site and evacuate the hematoma. Upon f/u with the physician, he stated that the arteriotomy was found to be normal. The pt tolerated the procedures nicely, and was discharged home 9/15/97.